Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. The device was returned with a product mandrel stuck in the device. The device was soaked in waterbath at 37 degrees celsius to remove the product mandrel from the device. The product mandrel was removed and the device was analysed. The stent was detached from the delivery system and damaged/bunched its entire length. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile was within max crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. An attempt was made to inflate the device to rated burst pressure (rbp); however, the device held pressure but the balloon would not inflate. The device was soaked in waterbath at 37 degrees celsius to remove hardened medium. Following soaking a second attempt was made to inflate the balloon. The balloon was inflated to rbp using a handheld encore inflation device without issue. The balloon deflated in 4 seconds measured and was within the specified deflation time in the direction for use. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed a kink at the guide wire exchange port. There were no issues advancing the device over a 0.014¿ guide wire. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 21-may-2018. The device was received with an unknown alleged issue. However, returned device analysis revealed stent detached/separated.